Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. Unable to verify critical pump error (open book image) due to blank display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received a critical pump error alarm. The customer's blood glucose was unknown. The customer confirmed their was no damage to the insulin pump. Customer was advised to disconnect the pump and refer to backup plan. The insulin pump will be returned for analysis.